Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.